Manufacturer narrative:
Concomitant products: product ID 7434a, serial # (B)(4), implanted: (B)(6) 2003, product type programmer, patient; product ID 748925, serial # (B)(4), implanted: (B)(6) 2003, product type extension; product ID 3587a, lot # lb1304, implanted: (B)(6) 2003, product type lead. (B)(4).

Event description:
The patient reported they hadn¿t had stimulation on since about (B)(6) 2015 because they hadn¿t needed it. It was noted that in 2010 the patient was seeing a pain management physician who was giving them injections in their back. In (B)(6) 2015, the patient was at the hospital unrelated to their device or therapy and had no issues. Following this they went to pulmonary rehab and stimulation turned on by itself and was occurring intermittently. Relevant medical history includes other chronic/intract pain (trunk/limbs).